Event description:
The customer reported on 2/24/99 that the pt underwent uneventful diagnostic cardiac catheterization. The pt was discharged later that day. Two days later on 2/26 the pt went to the dr's office complaining of right groin pain. Diagnostic angiography revealed occlusion at the triforcation at approximately the level of the knee. Urokinase was used but was unable to dissolve the thrombus. The pt went to the or and had an embolectomy using a fogarty catheter with success and the pt was discharged 2 or 3 days later. No histology testing was performed and the clot was removed from the artery. No further complications were reported.